Event description:
According to reporter: product was opened for use and when doctor attempted to insert, the trocar broke. A new one was retrieved from the set up area and used to complete procedure no item fell into the surgical cavity. There was no unanticipated tissue loss and no tissue damage. There was no blood loss of 500cc or more. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.

Manufacturer narrative:
(B)(4)